Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the system was not in clinical use at the time of the event. It was reported that the system shutdown unexpectedly and unable to bootup again. Upon troubleshooting, philips field service engineer (fse) visited onsite and confirmed that the hard drive went bad and found the x-ray pc was reporting as bad. The defective x ray pc was returned to failure analysis and confirmed the faulty hdd bay. Fse replaced the x-ray pc and reloaded sw. Logfile analysis confirmed disk bay error related to x-ray pc. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flex vision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a field safety corrective action (2023-igt-bst-027). Fse replaced the disk bay. After the replacement of disk bay, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system was unable to bootup. No harm was reported to philips. Philips has started an investigation of this complaint.